Event description:
We received a report that an intraocular lens (iol) was explanted from the patient''s left eye. The report indicated that the surgeon chose the wrong diopter power for the iol. Another lens was implanted during the same procedure, a 19.5 diopter zmb00. The lens was discarded and will not be returned to the manufacturer.

Manufacturer narrative:
Information that was known, but inadvertently not provided. Operator of device: health professional.all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4): placeholder.